Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient was unable to enter into MRI mode due to high impedances. As such, surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates surgery took place on (B)(6) 2024. The physician opened the midline incision (lead site), attempting to replace the lead due to high impedances on three contacts. The physician was unable to locate the lead anchor, as it was buried deep into the fascia. The physician opted to close the midline incision and not replace the lead. No further intervention is planned at this time.